Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
The hcp reported the pt had experienced cessation of relief approx one month prior to explant. The hcp reported the "pump may have stopped working." The pump was explanted and replaced after an implant duration of 17 months. "After the pump was taken out of the pocket, the catheter was disconnected, and we saw immediate csf flow. We tested the reservoir volume and easily aspirated 2ccs from the catheter. We then decided to check the pump and programmed two boluses while the pump was on the mayo (stand). Neither bolus caused any drug to come out of the pump." The MFR's rep and the hcp both agreed that the pump did not appear to be working. A follow up report will be sent when additional info is rec'd.